Event description:
It was reported that the pt was having a heart attack during the critical part of his heart catheterization on a innova 2000. When the stent was being deployed, the x-ray allegedly stopped working. Attempts to reboot the system failed and the pt had to be moved to a different room resulting in a 20 minute delay in his immediate care. The pt was discharged two days later on (B)(6) 2011 with alert and oriented with stable vital signs on plavix, tropol, lisinopril, and aspirin. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.